Manufacturer narrative:
The event date was not provided and the manufacturer's aware date is being used for event date. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was cosmetic repair of the external driveline silicon layer, and there were no alarms for the event.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported driveline clamshell repair incompatibility was confirmed via an abbott technical services representative. The patient was implanted with (B)(6) on (B)(6) 2007. Shortly after implant a clamshell repair was applied to the driveline¿s external bend relief on an unspecified date. The account communicated that there is no documentation available from the clamshell repair and the patient was later transferred to the care of evangelismos athens. The patient was scheduled to undergo a planned upgrade from their epc to the current heartmate ii system controller. Prior to the upgrade, the vad coordinator reached out to abbott technical services to inquire about the compatibility of the patient¿s clamshell repair with a current system controller. Technical services communicated that the since the patient¿s clamshell was installed in 2007/2008 it was not compatible with the current system controller model. On 09jan2020 an abbott technical services representative upgraded the patient¿s epc to a current system controller model. It was communicated that the prior to the controller exchange the clamshell repair was removed and the underlying driveline was inspected, which did not reveal any damage. A specific reason for the application of the clamshell repair was not determined by the vad team at evangelismos athens; however, it was believed that the clamshell repair had been installed due to patient concern. Due to the fact that the external bend relief was free from distortion/damage, a new clamshell repair was not required, and the patient¿s driveline was redressed with rescue tape. The patient remains ongoing on vad-0741 and no further events have been reported at this time. The pocket controller training presentation states that a design change was made to the universal driveline bend relief repair kit in august 2012 and that kits made prior to august 2012 are not compatible with pocket controllers. No further information was provided. The patient remains ongoing on vad-0741 and no further events have been reported at this time. Risk review pending at this time. Supplemental report will be submitted once risk review is completed.